Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event : adverse event report is being submitted due to symptoms related to diabetes: customer did not specify symptom(s), but stated that she did not feel well and believed her blood glucose was high. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). At the time of the call the customer reported that she did not feel well; customer did not specify symptom(s), but stated that she believed her blood glucose was high. Medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 05/31/2023. The product is not stored according to specification (kitchen) and customer stated that she had left the vial open for an extended period. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly; open vial date is (B)(6) 2022. During the call, a blood test was performed by the customer fasting and produced test result of 144 mg/dl using true metrix meter; the customer was satisfied with the result obtained.

Manufacturer narrative:
Sections with additional information as of 25-jul-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.